Manufacturer narrative:
The original MDR 3500a for this event was submitted in error. Implants broken during use are not considered serious injuries if the procedure was able to be completed at initial placement. Although the device may have failed to meet its performance specifications or otherwise perform as intended, a broken implant can usually be replaced and therefore does not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. (B)(6) 2017

Manufacturer narrative:
Patient's age, sex, weight, event date,other relevant history, including preexisting medical conditions and explant date were not provided. When the requested information becomes available, supplementary report will be submitted. Device evaluation results are not available. When the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, product was damaged.